Manufacturer narrative:
Follow-up #1: date of submission 07/12/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06/29/2016 with the following findings: review of the black box data revealed record of alarm 244, clearing the basal alert on (B)(6) 2016 at 22:11. Deliveries resumed on (B)(6) 2016 at 02:30. On investigation, the pump powered to display the verify screen with no issues. The pump was exercised for 24 hours on a 2.0 unit per hour basal program; no clearing of the basal program was duplicated during this time. No hypersensitive keys observed on the keypad. The total daily does added up correctly to reflect the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within the required range. No delivery interruptions or errors, alarms or warnings occurred during the investigation. Investigation did not duplicate the complaint. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measurement of 620 mg/dl. The reporter stated the patient did not experience any symptoms indicative of hyperglycemia. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The patient reportedly awoke to the pump vibrating and stated that the basal programs had been wiped out, which affected insulin delivery to the patient. The pump is being replaced to the patient due to patient insistence/lost confidence in the product. This complaint is being reported because the patient experienced a reportable adverse physical event while on insulin pump therapy due to the above-described unusual issue.